Manufacturer narrative:
(B)(4). S/w version: 4.11e. Retainer ring = black. Customer returned insulin pump for an alleged exposure to moisture and cosmetic damage(damaged lcd window) found on (B)(6) 2022. The insulin pump passed the displacement test, however failed the self test due to lack of vibration. Insulin pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and harness assembly vibrator. The following were noted during visual inspection: cracked case above arrow and battery icon, pillowing keypad overlay, missing display window/cover, and cracked battery tube threads. In summary, customer allegation for cosmetic damage (damaged lcd window) was confirmed during visual inspection where missing display window/cover was noted. Customer allegation of blank display was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. The location of damage was the display black seal rubber came off. The type of damage was water and cosmetic damage. The insulin pump black seal came off. Customer stated that they were in swimming pool. No harm requiring medical intervention was reported. The device was returned for analysis.